Event description:
It was reported that the lead integrity alert triggered for the right ventricular (rv) lead having a short interval counts (sic) of 46 and multiple episodes of ventricular tachycardia-non-sustained with oversensing. It was noted that the episodes with fast rates correlate to times when the patient was on a treadmill at the gym and that the impedances and thresholds were stable. Provocative testing was done and did not produce any oversensing or impedance changes. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407658 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received inappropriate therapy due to the rv lead exhibiting t-wave oversensing (twos) or double-counting. Upon interrogation, it was additionally noted that the rv lead exhibited high threshold.